Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited an episode of inappropriate shocks. No other information was provided. At this time, this device remains in service. No adverse patient effects were reported.